Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). When inserting the cage, the x-ray showed a misplacement, since the implant came to lie only on the left side and had a tilting of the vertebral bodies result. The cage was then reimplanted, but again could be achieved by the insufficient force in the connection of the insert instrument to the implant, no change in the situation. It was finally resorted to a lower height 30x10 back to achieve a different result here. The cage was better but not really satisfactory for the surgeon. Components in use listed as concomitant devices are: so941p / tspace xp implant 5° 30x11.5x11mm sn305r / tspace peek/xp insertion instrument